Manufacturer narrative:
This product is not approved for sale in u.s. But a similar product with catalog no. 9393608 and 510k # k094025 (upn: (B)(4)) is approved for sale in u.s. The product is not returned to manufacturer for evaluation; therefore, we are unable to determine the definitive cause of event.

Event description:
It was reported that patient underwent transforaminal lumbar interbody fusion. Intra-op, tip of cage broke. Patient complications were reported unknown.